Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted / explanted. Service and repair history review was completed for part# 399.99, lot# a7ka26. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. Due to the fact that the item is over 15 years old the exact day of manufacture is unknown. The manufacture date of this item is sometime in june, 2001. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device history record is no longer available due to the age of the instrument (over 15 years old). The exact date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the facility that the reduction forceps with serrated jaw-ratchet 144mm is not holding. This was found in sterile processing. There was no patient involvement and no procedure. This complaint involves one device. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair evaluation shows, the customer reported the device was not holding. The repair technician reported the ratchet was worn, the pivot screw was loose and worn, and the jaws were burred and marked. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (reduction forceps with serrated jaw-ratchet 144mm, part number 399.99, lot number a7ka26). The subject device was returned with the complaint condition stating that the reduction forceps with serrated jaw-ratchet 144mm is not holding. This was found in sterile processing. There was no patient involvement and no procedure. The complaint condition is confirmed for the part. A visual inspection, complaint history review, service and repair (s&r) evaluation, drawing review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. The returned device is part of the small fragment instrument and implants set and are utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The device was received intact with a loose holding mechanism. The ratchet mechanism shows worn edges. Bending and scraping were observed on the distal tip such that the points no longer properly align. When functionally tested the forceps did not hold as intended due to the damage and toggle at their respective pivot points. The balance of the device is in working condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The DHR is no longer available due to the age of the instrument (over 15 years old). The exact date of manufacture is unknown. Damage of this nature is consistent with significant use and an application of substantial force to the distal tip of the devices. However, a root cause could not be definitively determined due to the unknown use and maintenance over the lifetime of each device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.